Event description:
Additional information received reported the device system was used to deliver fentanyl and bupivacaine. It was confirmed the infection occurred post back surgery. The managing health care provider (hcp) did not have further information on the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8591-38, lot# d21519, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that, following a back surgery, the patient developed (B)(6) infection. The pump had to explanted two weeks prior to report, though it reportedly ¿worked beautifully¿ prior to the explant. The drug used in the device system was unknown.

Event description:
Additional information received reported perioperative antibiotics had been administered. The date of onset/diagnosis of the infection was between (B)(6) 2013. Signs and symptoms of the infection included fever, redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the lumbar region. A culture was obtained, in the lumber region and the type of organism cultured was staphylococcus aureus. Treatments instituted for the infection included IV antibiotics, oral antibiotics, removal of the lumbar hardware and total device system explant. Risk factors that applied to the status of the patient before implantation of the device included an autoimmune disorder and urinary tract infections. The outcome to the patient was that the infection resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the fusion went great until two weeks following at which time the patient contracted the mrsa infection. The patient thought the infection started at her "hardware site" in her spine from the fusion surgery. As previously reported, the pump was removed as well as the hardware. It was noted at the time of the event, the patient had also been using oral medication for breakthrough pain. She was later re-implanted with a pump delivering fentanyl on (B)(6) 2014.

Event description:
Additional information received reported the surgery was for a back fusion, not related to the pump or therapy. The patient ended up with the post-op infection that spread to the pump. No further information was provided.